Manufacturer narrative:
H3 device evaluated by MFR:the 14f isleeve introducer sheath was returned and analyzed by a bsc quality technician. The returned device consisted of a 14f isleeve introducer sheath with the dilator. The dilator was completely pushed into/through the 14f isleeve introducer sheath, and out of the sheath tip. Visual and microscopic analysis of the 14f isleeve sheath, tip, hub/valve and dilator determined two (2) seams of the 14f isleeve introducer sheath had expanded. Tip damage was observed along the seam line of seams 1 and 3. A leak test detected a leak. The hub cap of the 14f isleeve introducer sheath was removed, and it was confirmed that although the number of seals were correct (3 seals), all seals had damage causing the leak. The expanded seams of the 14f isleeve introducer sheath and the split tip occurred along the seam line are expected, since the seams and tip are designed to expand with use to allow passage of delivery system and balloon aortic valvuloplasty during the procedure. Photographic media was provided with the complaint record and was reviewed by a bsc quality technician. The media provided was a single photographic image of an 14f isleeve introducer sheath along with what appeared to be a cloth soaked in blood. It appears that blood is coming out of the valve of the 14f isleeve introducer sheath.

Event description:
It was reported that major blood loss occurred. Procedure summary: vascular access was obtained via a right transfemoral artery approach. A 14f isleeve introducer sheath was inserted. When the physician removed the dilator from the 14f isleeve introducer sheath, the hemostatic valve of the sheath began to leak and as a result, the patient experienced blood loss. The 14f isleeve introducer sheath was removed from the patient and a new 14f isleeve introducer sheath was prepared and advanced into the patient, however the same issue was observed and the patient continued to experience blood loss. A third 14f isleeve introducer sheath was used to complete the procedure without any reported issues. Patient status: the patient was reported to have been stable throughout the procedure, even though almost 1 liter of blood was lost. No intervention was required to mitigate the bleeding.

Event description:
It was reported that major blood loss occurred. Vascular access was obtained via a right transfemoral artery approach. A 14f isleeve introducer sheath was inserted. When the physician removed the dilator from the 14f isleeve introducer sheath, the hemostatic valve of the sheath began to leak and as a result, the patient experienced blood loss. The 14f isleeve introducer sheath was removed from the patient and a new 14f isleeve introducer sheath was prepared and advanced into the patient, however the same issue was observed and the patient continued to experience blood loss. A third 14f isleeve introducer sheath was used to complete the procedure without any reported issues. The patient was reported to have been stable throughout the procedure, even though almost 1 liter of blood was lost. No intervention was required to mitigate the bleeding.